Manufacturer narrative:
Updated fields: h3, h4, h6 and h11. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation foreign material in the device could not be identified and there was no physical damage where the foreign material was found. Foreign material remaining in the device was attributed to the customer not reprocessing the device before returning for inspection. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section below: cf-q150l/I operation manual chapter 3 preparation and inspection states detection methods. Cf-q150l/I reprocessing manual chapter 3cleaning, disinfection and sterilization procedures states preventive measures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope had biofilm accumulation. There were no reports of patient harm.